Event description:
It was reported to medtronic minimed that the customer experienced possible under-delivery anomaly. The customer reported blood glucose value of 258 mg/dl. The customer reported hyperglycemia, hyperglycemia treated with manual injection/insulin pen, and insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-431ag, mmt-7040a, mmt-342, mmt-1884l. Troubleshooting was performed. The customer was not using the auto mode/smartguard feature at the time of the event. The customer had been using the insulin pump system within 48 hours of the reported high blood glucose event. Troubleshooting indicated that the pump requires replacement. No further patient complications were reported. No product return is required for mmt-431ag. No product return is required for mmt-7040a. No product return is required for mmt-342. The customer would discontinue to use of the device, mmt-1884l was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The thump and carelink software was utilized and downloaded trace/history files properly. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 31-oct-2024 listed on smartsolve due to insufficient data in the trace/history files. Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured (22.5 mv). The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay and cracked select button keypad overlay during the visual inspection. In summary, pump passed all required testing. Unable to verify customer alleged for high bg. The force sensor is within specification. Customer alleged for the pump under delivery was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.